Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, minor scratches on the lcd window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer had called on (B)(6) 2015 to report receiving no delivery alarms. She called back the next day and reported that the insulin pump was still alarming no delivery after changing the set. The customer stated that she had received about 40 no delivery alarms in a month period. Blood glucose value was 207 mg/dl. Customer had completed troubleshooting within previous calls. She had not tried different cannula lengths, insulin was not expired or denatured, she does rotate sites and avoids scar tissue but does not use the serter device according to instructions. Customer stated the tubing was not bent or kinked. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.